Event description:
Revision surgery at about 4 years and 11 months for knee instability. Femur and tibial insert revised successfully. No infection or device loosening was detected.

Manufacturer narrative:
Batch review performed on 21 july 2023: lot 180366: (B)(4) items manufactured and released on 16-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department: second revision of tka, one year after former revision surgery. The primary surgery had reportedly a defect in the position of the components: the first revision surgery tried to correct that but failed to gain stability with a primary, uncontrained implant, therefore they proceeded to a second revision shortly thereafter using a more costrained device. There are no images of the pre-revision situation, so we cannot comment on that. It seems that the second revision was caused by secondary instability because the primary implant was not adequate for a revised knee. No reason to suspect a faulty device. Additional involved implant: batch review performed on 21 july 2023 on gmk-sphere 02.12.0410fr tibial insert fixed sphere flex siye 4/10 mm r (k121416) lot. 2114935 lot. 2114935: (B)(4) items manufactured and released on 10-dec-2021. Expiration date: 2026-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.